Manufacturer narrative:
Batch review performed on 25 september 2017. Lot 160687: (B)(4) items manufactured and released on 24 october 2016. Expiration date: 2021-05-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The patient also had a fatigue fracture of the tibial bone. The surgeon revised all medacta hardware. The surgery was completed successfully.